Manufacturer narrative:
H10: the biomedical engineer (bme) confirmed the battery was replaced as recommended. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator light emitting diode (led) was flashing with an alarm chirp every 10 to 15 seconds. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The device sounded a small alarm, with an unusual flashing led light. The rse inquired about the battery function. The bme reported a battery voltage of 8.5 bolts. The rse advised to test the unit with a different battery for the purpose of troubleshooting the issue. The issue discontinued with the other battery in place. The rse and bme concluded the internal battery required replacement. Investigation is ongoing